Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the driver appears broken. There is no surgery or patient involved.

Manufacturer narrative:
Additional information: the returned driver was examined. The drive tip was found to have fractured off. The complaint is confirmed. The cause of the event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event.